Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 85 mg/dl. It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that air bubbles were observed within the tubing, reportedly the customer failed to remove air from the cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.